Event description:
When the neurostimulator was off, the patient experienced tingling pain in her arms following a fall. The patient went to the emergency room, x-rays were taken. The implantable neurostimulator system looked 'fine'. The patient was seen in clinic. Device interrogation revealed that all bipolar pairs involving electrode 8 was greater than 10000 ohms. Stimulation was not intermittent or jolting. The patient programmer batteries were in wrong, which was fixed. Afterward the patient was able to turn the device on and off. The implantable neurostimulator was reprogrammed. Afterward, the patient had stimulation coverage where she needed it.